Manufacturer narrative:
Examination of the reported device wasn¿t possible as it was not returned. No additional information was provided. A search of the complaints databases finds no other reports against the provided product and lot code combination. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason(s) for revision: pain and broken stem, only stem revised